Event description:
The customer reported the 9800 system will not fluoro and has no image rotation. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the high voltage cable. The system now operates as intended.